Event description:
A 3.5mm diameter x 18mm length integrity rapid exchange (rx) coronary stent was deployed inside a previously deployed another manufacture stent. However, it was reported that when ivus was performed, the physician noted that the relevant stent appeared severely deformed. The patient is reported to be fine and no other clinical sequelae were reported. Ivus images evaluation: there was no malfunction with the integrity stent based on the ivus image observations. The evaluating physician determined that the reported stent deformation observed on the ivus images, was due to the way in which the ivus catheter transmitted the images of the stent in the vessel.

Manufacturer narrative:
(B)(4). Results, conclusions: malapposition of the stent and operational context of the ivus most likely contributed to the way in which the images were transmitted and interpreted.